Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy testing by 10.75 percent. The product fault occurred during testing. There was no delay of therapy. There was no physical damage reported. There was no patient involvement and no patient harm.

Manufacturer narrative:
D9: product received date 7/16/2024.h3: one device was returned for repair in used condition with complaint that device fails accuracy test 10.75%. Visual evaluation found downstream occlusion sensor nub dents. There was no applicable evidence to review in event history. This device has not been in for service in the review period. Accuracy testing was performed, and the complaint was verified. The cause is the expulsor is out of specification. Replaced the expulsor to correct the issue. The device passed all functional tests after the repair.